Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to lead noise. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Manufacturing date was added.